Event description:
The customer reported a 1-2 ml of blood leak from the sample probe which was contained within the lh750 slidemaker. The customer was wearing gloves, goggles and a lab coat and no exposure or injury was reported. Patient results were not affected and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) discovered a problem with the sample delivery probe tubing. The fse replaced the tubing and verified instrument per established procedures.

Manufacturer narrative:
(B)(4).